Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no display/image a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint and the additional finding is cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed an error code b40. The issue was identified during an inspection prior to use. There were no reports of patient harm.